Manufacturer narrative:
This report is submitted on november 16, 2023.

Manufacturer narrative:
This report is submitted on september 25, 2023.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.